Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the plunger and stopper was ejected from the syringe during surgery. There was no indication prior to this of any warning messages. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.9, h.3, h.6 and h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and no obvious defects were found and return condition, the gray tip plunger was in the 2 ml mark of the syringe barrel. 2 ml silicone oil was in the syringe barrel. Utilizing 60 psi pressure in injection mode, the sample could expel the amount of 11.8 cc/min silicone oil. At 600mmhg vacuum in extracted mode, the amount of 1.8 cc/min silicone oil could be aspirated to the syringe barrel. The plunger performed smoothly; rfid connection to the console and the syringe to the adaptor/tubing securely engaged, not detached. The pressure was stable in both injection and extraction settings. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9, h.3, h.6 and h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria the returned sample was visually inspected and no obvious defects were found and return condition, the gray tip plunger was in the 2 ml mark of the syringe barrel. 2 ml silicone oil was in the syringe barrel. Utilizing 60 psi pressure in injection mode, the sample could expel the amount of 11.8 cc/min silicone oil. At 600mmhg vacuum in extracted mode, the amount of 1.8 cc/min silicone oil could be aspirated to the syringe barrel. The plunger performed smoothly; rfid connection to the console and the syringe to the adaptor/tubing securely engaged, not detached. The pressure was stable in both injection and extraction settings. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the plunger and stopper was ejected from the syringe during surgery. There was no indication prior to this of any warning messages. There was no patient harm. Additional information was received. The surgeon indicated that the metal cannula tip of the viscous fluid cannula was noted to be bent. The anterior chamber filled with air and some blood migrated onto the surface of the retina. Due to the blood in the eye, the surgeon had to remove and re-infuse oil with new tubing. The procedure was completed and the surgeon reported that there was "no patient harm".

Manufacturer narrative:
Additional information provided in b.2, b.5, h.6, d.10, d.11, e.1 and h.1. The manufacturer internal reference number is: (B)(4).